Manufacturer narrative:
(B)(4). The device was returned and the investigation did not identify anything that would have caused or contributed to the reported event. The device was found to function normally and within specification. The concomitant device has not been received for evaluation.

Manufacturer narrative:
(B)(4). The return of the unit has been requested. To date it has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a vaginal delivery a scan with a verisphere and console detected cotton x2. A new console was brought in and detection was clear, no cotton. No x-ray used.